Manufacturer narrative:
Per tandem¿s t:slim g4 user guide: ¿only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the system. It is not intended for use with any other delivery substance.¿. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of multiple infusion sets were blocked and an occlusion alarm had occurred. Reportedly, the customer recently switched to apidra insulin. The supplies were changed to address the event. Blood glucose was 315 mg/dl.